Event description:
The pump was returned for a damaged keypad. During investigation, the bolus button was found to be unresponsive to button presses. This report is made based on the results of investigation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 10/19/2011. (B)(6). During testing, the bolus button was found to be unresponsive to button presses. Also found during testing, the keypad was torn from the pump. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responsive to button presses.